Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis:degenerative spine disorder procedure: laminectomy and pedicle screw fusion levels implanted: l4-l5 it was reported that during surgery, it was found that the thread of the set screw extended past the proximal end and had kinked up. Another set screw was used. Product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the implant thread identified deformation and downward vertical shearing at the base of the thread, consistent with overloading of the thread during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.